Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's meter has low battery.

Event description:
Consumer reported complaint for low battery (low battery symbol is indicated on the meter display). The customer reported symptoms of hyperglycemia including frequent urination and feeling thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer administered insulin and is feeling better. The customer informed that have an implant that will indicate when his blood glucose levels are low. The customer was able to test blood glucose using an alternate meter that his father provided to him; actual results not provided. The customer is currently taking insulin to manage diabetes. The test strip lot manufacturer's expiration date is 11/30/2018.